Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When pullback was attempted, motor drive unit overload occurred. When the device was removed, the guidewire was also removed and it was noted that the catheter got twisted and entangled into the guidewire. The procedure was completed with another of same device. There was no injury to the patient.

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When pullback was attempted, motor drive unit overload occurred. When the device was removed, the guidewire was also removed and it was noted that the catheter got twisted and entangled into the guidewire. The procedure was completed with another of same device. There was no injury to the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly and the imaging window entangled over the guidewire and floppy end of the guide wire tip. No damage was observed in the telescope assembly. Microscopic inspection revealed the imaging window was twisted. During functional testing, the telescope assembly was not able to properly pull back, advance, and retract.